Event description:
Pt reported that the lot number and catalog number, printed on the strip vial, had rubbed off. No pt injury was reported. Tech support requested the return of the suspect product and replacement was shipped.